Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to one pacing impedance measurement of 2000 ohms on the right ventricular (rv) channel. All other measurements were stable. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this system is still exhibiting out of range pacing impedance measurements. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.